Event description:
It was reported that the right ventricular lead coil impedance was low and a lead integrity alert was triggered on the remote patient monitoring system and oversensing was observed. It was later reported that the lead was thought to be fractured as noise and high impedance were observed. The lead was replaced with a new lead. During the replacement procedure, one lead had some separation of coils after going though tight vasculature and was not used. The replacement lead continues to be in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the defibrillator conductor was distorted. It was also noted that the distal conductor had blood/body fluid (not obstructed), there was blood in/on the helix mechanism and sleevehead, the helix was blocked by the guidetooth, there was tissue on the helix, and the lead was damaged at implant at 39cm.